Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. Other applicable components are: product ID: 3889, product type: lead.

Event description:
Van der wilt, a.a., van wunnik, b.p., sturkenboom, r., han-geurts, i.j., melenhorst, j., benninga, m.a., baeten, c.g.m.I., breukink, s.o. Sacral neuromodulation in children and adolescents with chronic constipation refractory to conservative treatment. Int. J. Colorectal dis. 2016. 31(8):1459-1466. Doi 10.1007/s00384-016-2604-8. Summary: the aim of this study was to evaluate whether the short-term effects of sacral neuromodulation (snm) in children and adolescents with constipation are sustained over prolonged period of time. Reported events: patient 28: a (B)(6) female patient with sacral neuromodulation (snm) for refractory constipation had their electrode removed within a year post-implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.